Event description:
It was reported that the patient had an infection. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the infection resulted in the device being explanted on (B)(6) 2012 and on (B)(6) 2013 the healing process was fine. It was reported then in (B)(6) 2013, the patient was re implanted with a neurostimulator on (B)(6) 2013 and a lead on (B)(6) 2013. It was logged the patient status at the time of the report was alive with no injury. It was then reported on (B)(6) 2013, the therapy gave good analgesic results and there was no sign of infection. Analysis on the original device will not be returned, device was discarded by customer.

Event description:
Additional information received reported that the infection was localized near pocket site. No cultures were taken. The patient was reportedly doing "well." It was unclear if the device was explanted and not returned or if the implant remains in the patient. The manufacturer representative was asked if the device were to be explanted to send it back to the manufacturer and the manufacturer representative replied with "no." Any additional information received will be included in a supplemental report.

Event description:
Additional information reported there was a generalized infection at the entire implant, stimulator, extension, and distal part of the electrode. The infection was staphylococcus aureus. Hospitalization, complete explant, prolonged antibiotic therapy, and secondary guided cicatrization were required due to the event. Nuclear magnetic resonance of the spine was also noted. Additional information on the extension and lead has been requested but was not available at the time of report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead; product ID neu_unknown_ext, product type: extension. (B)(4).